Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk was formatted and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had a cine disc and dvd errors and a loss of cine function. There was no patient injury or death reported.